Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with lightheadedness and dizziness. Interrogation noted the right ventricular (rv) lead with high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.